Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01157. This report is being submitted as additional information. Approximate age of device ¿ 1 year and 8 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The heartmate ii lvas instructions for use lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted due to elevated lactate dehydrogenase (ldh) values and concerns for hemolysis. The patient received an IV of bivalirudin and the patient's ldh returned to baseline. Log file analysis completed by the manufacturer¿s technical services representative revealed power trending upward overtime. No additional information was provided.